Event description:
The customer reported the charge (therapy energy) button was not working. No other symptom data was documented. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the charge (therapy energy) button was not working. No other symptom data was documented. There was no report of pt involvement. The unit was evaluated by philips. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.